Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-01788 and 2134265-2016-01886. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery to the left main (lm). An ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a sled. During percutaneous coronary intervention (pci), the physician attempted to pullback automatically after atlantis sr pro imaging catheter was connected; however, it was noted that the imaging catheter could not move. It was further noted that the motor drive unit (mdu)5 was damaged. The physician removed the catheter. The procedure was not completed. No patient complications were reported and the patient's status was stable.